Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to attempt a second maj-1430 and the issue was resolved. Furthermore, tac asked the customer to try the attempt the original maj-1430 and that worked as normal. Tac concluded that the device was not initially connected properly. No device will be sent in for repair and evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii video system center is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction for d9, h3. D9 - corrected to 'yes' as device is available but will not be returning to olympus. H3 - actual device was not evaluated by olympus. Correcting to 'no'. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed due to the customer not correctly connecting the cable. Olympus technical assistance center completed troubleshooting with the customer and was able to successfully connect the device properly. The following information is stated in the instructions for use which may have prevented the event: "properly and securely connect all cables. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.